Event description:
It is reported that when removing the planer from the canal, the circular reamer snapped off of the extension.

Manufacturer narrative:
Eval summary: the fracture of the guide portion at the most proximal notch may have occurred due to a "levering up" of the counterbore while removing the device from the humeral canal, perpendicular to the axis of the humerus while removing the counterbore from the humeral canal, thereby causing an excessive bending moment on the thin section. This may then have allowed the reamer portion to separate from the body portion. The exact cause cannot be determined with certainty. Eval: as returned, the counterbore stem was fractured at the retaining tip. The fractured component was not returned for review. Some damage is present on the counterbore surfaces just inferior to the fractured component. The device was found to be conforming to print specs and the device history records do not contain any anomalies. The instrument has a potential field age of approx 13.5 months.